Manufacturer narrative:
Other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving clondine 50 cg/ml at 42.48, bupivicaine 5 mg/ml at 4.248 mg/day and dilaudid 1 mg/ml at 0.849 mg/day via an implantable pump for spinal pain. The patient had been complaining about not getting proper relief so the healthcare professional attempted to aspirate the catheter from the cap. They were unable to aspirate and a fluoroscopic image showed coiling where the catheter was looped around or coiled in the patient's back. The images did not show the catheter out of the intrathecal space. The patient was to be scheduled for a catheter revision at a later date.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient had another attempt at a catheter access port (cap) dye study on (B)(6) 2016 and the results showed the dye being visualized outside the spinal canal. The doctor proceeded to revise the spinal segment. The drug in the reservoir before the revision was preservative free normal saline (pfns) and the flow rate was 0.006ml/day. Patient was switched to prialt following the revision, flow rate/dosing is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.